Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The targeted lesion was in the left upper lingula. The pneumothorax was identified during a 3d cios spin; this process was repeated two times, and on the 3rd or 4th spin, physician realized that there was a large pneumothorax and decided to abort the case. There were no needles nor instruments deployed; only the ion fully articulating catheter was inside the patient before the pneumothorax happened. The patient required chest tube placement and was admitted to the hospital for observation during that night. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.